Event description:
During a laparoscopic appendectomy an "endo-stapling of appendix attempted. Noted pieces of staple assembly in abdominal cavity. Pieces removed. Cartridge separated into four pieces". The device that was utilized was an ez35w. The device is being held at the hosp. It is unknown at this time if there is any consequence to the pt.